Event description:
It was reported that during a combination case of lap nephrectomy and lap colon, the device was making a strange sound and when they looked on the screen they saw the teflon pad was missing from the device. The pad was found on the mayo stand. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.